Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced allergic reaction while using the dream tap. The patient's tongue was reported to be swollen. The patient used the device for about 2 days before notifying the dentist of the reaction. The reaction persisted throughout usage and disappeared once stopped using the device. No treatment was provided by the dentist. The patient is reported to be doing fine.

Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: no DHR was available for review since the device was fabricated per physician's prescription only. Stock product reviewed: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation results: he device with accessories in original package was returned for investigation. Per visual inspection, the appliance had no defect and material has no abnormalities. Returned sample: complaint investigator visually inspected the returned parts. The returned parts included an upper tray, a lower tray, and an adjustment key in a tap case. The results were summarized below. Roughness - the edges of the appliance (both upper/lower) were smooth. Crack - no crack was found. Delamination - the layers were intact and did not appear separated. Discoloration - the device turned yellowish due to the normal usage. General cleanliness - very clean and no white deposits or cell debris present with the device. Accessories - all accessories were inspected. Hook, adjustment key, locking screw, adjustment screw, bite pad and metal plate were all intact. Root cause: a root cause for this complaint cannot be explicitly determined. The device's caution label states that "inspect the tap device prior to each use. If any parts of the device become loose or damage, return to your prescriber. Discontinue use if you observe material separation, material degradation, or damage parts. Discontinue use if you are experiencing nausea, vomiting, soreness or an allergic reaction." It was unknown how patient was instructed to handle and maintain the device. Per "warnings and possible side effects" section from patient instruction for use sent to the patient, it contains the following statement, "allergic reaction may be encountered. Discontinue use if reaction occurs and consult prescriber." Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0). ·for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. ·for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. ·for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. ·the test article showed nonirritant to the oral mucosa as compared to the control article. ·the sleep device materials (erkoloc-pro and erkodur) have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.